Event description:
Later developed pneumonia and was hospitalized [pneumonia] throat is sore [sore throat] has a cough [cough]. Case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a (B)(6) year-old female patient. The patient received poligrip max seal (new poligrip sa2) (carna+polma cream) for indication other. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip max seal (new poligrip sa2), the patient experienced a non-serious throat is sore, and has a cough, (preferred term: oropharyngeal pain, and cough). On an unknown date, the patient was hospitalized due to the patient experienced a medically significant later developed pneumonia and was hospitalized, (preferred term: pneumonia). The patient was hospitalized for about 8 days and did not use the product during her hospital stay and is now feeling better. The outcome of the events throat is sore, has a cough, later developed pneumonia and was hospitalized was recovered. It was strange because the patient did not have a cold. It is unclear whether this product is the direct cause, and it may be only herself, so she will not use it again. The product number cannot be seen even with magnifying glasses. No medical history was reported. No drug history was reported. No lab data was reported. The reporter provided the following comment: "the doctor was unable to determine whether this product was the direct cause of the pneumonia, and the ultimate cause remains unknown.". The action taken: for poligrip max seal (new poligrip sa2) was drug withdrawn. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4)